Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the external camera cable for the navigation system was adjusted to restore functionality. The navigation system then passed the system checkout and was found to be fully functional. Continuation of concomitant products: information references the main component of the system. Other relevant device(s) are: product ID: 9 733575rpend, serial/lot #: none, ubd: unk, UDI#: unk.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera of the navigation system would not power on. It was reported that optical navigation was not possible. There was no patient present when this issue was identified.